Event description:
It was reported that the blood glucose meter did not turn on and the customer was unable to test his blood glucose level. The customer experienced hyperglycemia symptoms like weakness and went to the hospital. At the hospital, a blood glucose test resulted in 526 mg/dl and the customer received insulin as treatment. At the time the incident was reported, the customer was already back at home and feeling ok. During the phone call, it turned out that the customer did not use the batteries which labeling recommends.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.